Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicm5_13.2 implantable collamer lens of diopter -5.50 into the patient's right eye (od) on (B)(6) 2024. The patient experienced an excessive vault and blurred vision. On (B)(6) 2024, the lens was explanted. On the same day the lens was replaced with the same model, shorter length and the problem was resolved. Status of the eye: "perfect". The reporter indicated the device did not fail to perform as intended. Cause details provided: "lens too large".

Manufacturer narrative:
Medical device problem code: 1494- off label use (age>45yrs) (B)(4).